Event description:
Npb rec'd info that suggests that the device failed to cycle while in pt use. The customer reported that there was no harm to the pt.

Manufacturer narrative:
Npb will notify FDA should further information become available.